Manufacturer narrative:
Event description: customer found intermittent image. Upon evaluation, it was confirmed that the bnc connector of the sdi (serial digital interface) cable was damaged and when it was replaced, the problem was resolved. Because the problem was resolved when replacing the sdi cable, the cause was the damage to the bnc connector of the sdi cable and there was no abnormality in the subject device. The root cause can be attributed to unintended use error. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. No further information was reported. The instructions for use warn: review chapter 3, ¿installation and connection¿ thoroughly, and prepare the equipment properly before inspection. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or a fire can occur".

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. The customer was contacted and stated that the issue was a broken quick connect/disconnect radio frequency connector on the sdi cable. The cable was replaced and the image problem was resolved.

Event description:
The customer reported to olympus that upon using a third party argon generator, the image becomes disrupted. There was no patient injury reported.